Event description:
Procedure: laparoscopic cholecystectomy, pt sex: unk, reportedly, during use of the device, there was blue broken piece found which was retrieved. After the surgery, the surgeon checked the trocar and confirmed a 1 mm sized break at the tip of the device was found.